Event description:
Device 2 of 2. Reference MFR. Report 1627487-2013-23040. It was reported the patient had an abscess in (B)(6) 2012, at the lead site which healed. Since that time, the patient continued to experience soreness and tenderness at the lead site. It was also reported the abscess resurfaced and it was unable to be treated. The patient's scs system was explanted. The patient's spouse indicated cultures were taken which were positive for staphylococcus. The patient was treated with antibiotics and the issue is resolved.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product. However, the nonconformance was identified as a cosmetic issue, and product integrity and functionality met the final acceptance criteria. The DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.